Manufacturer narrative:
The investigation is ongoing. We will provide results in a separate f/u report.

Event description:
It was reported that the ventilator stopped during ventilation and it was impossible to acknowledge the alarms. The screen shut down and the message "disk-failure" was prompted. The ventilator had to be replaced. The o2 saturation dropped and the pt experienced a pulmonary arterial hypertension with subsequent decompression and a drop of pao2. The scheduled MRI-examination had to be cancelled due to the poor and unstable state of the pt. There was no permanent injury/impairment reported.